Event description:
The patient was having surgery to replace their generator due to end of service. When the new generator was attached to the original lead, two consecutive lead tests resulted in a high impedance reading (dc-dc code 7). A pre-implant test was run on the new generator using a test resistor with acceptable results, ruling out the new generator as the cause of the high lead impedance reading. The leads were reattached to the new generator and another lead test again resulted in high impedance. Both the lead the generator were replaced.